Event description:
It was reported that during intra-aortic balloon (iab) therapy blood was seen flowing through the iab. The customer noted that the iab had been torn out of the packaging prior. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, blood was seen flowing through the iab and intra-aortic balloon pump (iabp). The customer noted that the iab had been torn out of the packaging prior. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.